Event description:
It was reported the pt is receiving unintended stimulation in his groin and abdomen. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The physician plans to perform a trial on the pt to achieve greater coverage. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.